Manufacturer narrative:
The reported smart stitch pp connector, intended for use in treatment, was returned for evaluation. It was reported that while preparing for the application while loading the suture, the device failed and the tip fell off. A relationship between the device and reported incident was established. Visual evaluation shows the device with a broken/detached grasper at distal end and loaded with an empty suture cartridge. The connector was received with the s-clamp unhooked from the s-hook. The grasper (s-clamp) was returned. During functional evaluation the connector was successfully adapted in to a smart stitch device (om-8000) and operates as intended. Further functional tests were not possible due to the damage of the connector. Internal investigation indicates the failure cause for upper s-clamp coming loose or breaking is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that while preparing for the application while loading the suture, the device failed and the tip fell off.